Manufacturer narrative:
Select patient information cannot be included in regulatory report due to regional privacy regulations. Continuation of d10: product ID evfxplus-26 (serial: (B)(6); product type: 0195-heart valves; implant date (B)(6) 2025; explant date n/a medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the valve was inserted via the right transfemoral approach using a 14 french (fr) non-medtronic introducer sheath and inline sheath. Following the implant of the valve, hemostasis at the access site was attempted using a hemostatic device; however, the bleeding was unable to be controlled. Subsequently, a balloon was inserted from the contralateral left femoral artery, and surgical hemostasis was performed by cutdown approach. The physician reported that there were no issues with the hemostatic device, and a vascular injury occurred near the access site adjacent to calcification. Subsequently, surgical vascular repair was performed to address the access site damage.

Manufacturer narrative:
Updated: b5. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, the valve was inserted via the right transfemoral approach using a 14 french (fr) non-medtronic (dryseal) introducer sheath and inline sheath. Following the implant of the valve, hemostasis at the access site was attempted using a hemostatic device; however, the bleeding was unable to be controlled. Subsequently, a balloon was inserted from the contralateral left femoral artery, and surgical hemostasis was performed by cutdown approach. The physician reported that there were no issues with the hemostatic device, and a vascular injury occurred near the access site adjacent to calcification. Subsequently, surgical vascular repair was performed to address the access site damage. Additional information was received that the type of vascular injury was not known but the physician attributed the injury to the hemostasis device and not the delivery catheter system (dcs), sheath or guidewire.